Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
H6: remove codes 67, 4114, and 3221.